Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported device was removed from use with patient and user was unable to lock needle into protection device. No adverse effects to patient or user reported.

Manufacturer narrative:
One gripper device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found that a portion of the safety arm presented with excess solvent and was adhered to the base. Functional testing involved use testing and found that the safety mechanism was able to be activated. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, the root cause was attributed to a manufacturing assembly issue; the most probably scenarios were due to the operator applying excessive amount of solvent and visual inspection of the device did not capture the excess solvent. (B)(4).